Event description:
It was reported that the patient had undergone an implantable neurostimulator revision (replacement) on their right side of body. The new device showed impedances greater than 40000 ohms on electrode #2. It was noted that there were no complications or issues during procedure. Reprogramming was performed around electrode two. The original ins was programmed at 4v, 90 us, 185 hz with 2+, 0-, 1 while the new ins was re-programmed the same as original only using electrodes 3+, 1-, 0-. Patient had received good therapeutic effect with new programming. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Ins model 7426, serial# (B)(4), implanted: (B)(6)-2008, explanted: (B)(6)-2011, lead model 3389s-40, lot# v145262, implanted: (B)(6)-2008, explanted: unk, extension model 7482a51, serial# (B)(6), implanted: (B)(6)-2008, explanted: unk.